Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker presented with high pacing thresholds, loss of capture, and pacing impedance measurements below 100 ohms. The polarity was changed from bipolar to unipolar and there was some intermittent pacing observed. The physician believes that the insulation is torn. An x-ray was performed and there were no signs of a fracture. The rv lead is unable to be explanted as it was fully surrounded by tissue. The serial number information for this rv lead is currently unknown. A revision was performed and this rv lead was surgically abandoned and an additional pace/sense lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.